Event description:
It was reported that the patient may have received inappropriate therapy for atrial arrhythmia with rapid ventricular response that the implantable cardioverter defibrillator (ICD) classified as ventricular tachycardia (vt). The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Same issue as previously reported adverse event FDA report number 2649622-2019-06244. If information is provided in the future, a supplemental report will be issued.